Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the low pump flow was most likely cannula kinking due to the patient's tortuous vasculature. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted an impella cp device for mechanical circulatory support. The clinical team reported that the pump flow was only at approximately 1 l/min despite the pump being in proper position. It was stated that there was evidence of flow saturation and the impella appeared slightly kinked under fluoroscopy. The clinicians suspected was due to the patient's tortuous aortic anatomy. Due to unresolved low flow, the pump was explanted and replaced with a second impella cp. No patient harm or injury noted.